Manufacturer narrative:
Health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Health effect - clinical code: 4592 - delirium. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas, serial number (B)(4), will reportedly not be returned for evaluation. It was reported that the device operated as expected, and that the patient's outcome was not considered to be device-related. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia, bleeding, other neurological events (not stroke-related), and death as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted on (B)(6) 2022. Intraoperatively, the patient required temporary placement of a right ventricular assist device (rvad) due to severe right ventricular dysfunction. The patient was extubated post-operation day 1 but required reintubation by post-operation day 3. The patient was unable to be successfully weaned from the mechanical ventilation and ultimately required a percutaneous tracheostomy on post-operation day 12. There was concern for corneal abrasion. The patient underwent transesophageal echocardiography and direct current (dc) cardioversion for hemodynamically unstable atrial fibrillation; however, the patient had ongoing paroxysmal atrial fibrillation. The patient had low urine output/acute kidney injury which originally was maintained with diuretic medication, but ultimately required continuous renal replacement therapy. The patient had worsening mental status, delirium, and agitation throughout the post operative course. The patient also had persistent melena/gastrointestinal bleeding despite multiple interventions and the patient being taken off of anticoagulation. The patient was unable to be weaned from the rvad and had worsening cardiogenic shock requiring vasodilator medication. The patient¿s family decided to place the patient on comfort measures, the patient was extubated, and the rvad/lvad were turned off. The patient expired on (B)(6) 2023 due to multi-system organ failure.